Manufacturer narrative:
Reliability analysis inspected one random opened/used partial enlite sensor and perform continuity resistance test. Sensor failed per specifications. Also, checked one of two needles for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. Missing one needle.

Event description:
The customer reported via phone call that they received lost sensor alert. Customer was assisted with lost sensor alert troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the alarm occurred fifteen minutes after using the sensor. The customer stated that there was not signal and that the sensor age was not counting up. The customer was advised to change sensor. The sensor was returned for analysis.